Event description:
Description of event according to initial reporter: one of the strut's is perforating the vena cava. Patient outcome: no adverse effects was reported on the patient due to this occurrence.